Manufacturer narrative:
The abutment body and abutment screw were returned for evaluation. The internal lobes section of the abutment was completely detached from the abutment and cuff, and was not returned for evaluation. The area of breakage from the cuff portion of the abutment was found to be ragged and uneven. Fractures around the base of the zirconium abutment are typically caused by a torque setting over the recommended 30 ncm and/or misalignment during placement; however, the root cause of this failure could not be confirmed. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. (B)(4).

Event description:
The complainant reported that a patient had a prima zi abutment placed on (B)(6) 2010 at (B)(6). The abutment was reported to have fractured during normal function on (B)(6) 2011. It was indicated that curettes and a drill were used to aid in the removal of the abutment and abutment screw. The implant was reported to have remained viable in the patient. The complainant reported that there was no additional medical intervention required by the patient as a result of the reported problem.